Manufacturer narrative:
Batch records for the subject lot and retention samples were examined. No anomalies were noted. Microscopic and photographic eval of the returned device indicated manipulation of the shaft. The manipulation contributed to the reported event. This claim is from 20 million applicators mfg over 2 years. This applicator is made to customer specifications for use in their in vitro diagnostic flu kit.

Event description:
When collecting a nasopharyngeal sample for the binaxnow influenza a&b test kit, the plastic shaft of the collection swab provided in the kit broke where the foam and shaft meet. The plastic shaft and foam were lodged in the pt's nasal passage, and the doctor noted that the pt sniffed while the sample was being collected. The parents refused any intervention for removal of tip. They were not interested in going to the ER. The doctor followed up with the parents on (B)(6) 2011 and the child was not uncomfortable and the parents still do not want any further investigations performed on child to retrieve swab tip. The doctor is hoping that the child swallowed the tip and passed it.